Event description:
Health care facility reported that one year ago, a dressing was applied to cvc in chest of a (B) (6) patient receiving tpn. Facility reported that the patient had an ng tube and that there was drainage onto the neck into the dressing. Facility reported that the skin became very itchy and weepy and looked like yeast under the gel pad. The facility reported that the catheter was removed. The facility reported that the dressing was removed and cavilon nsbf was applied and the area healed.

Manufacturer narrative:
Conclusions: device not returned - no evaluation will be performed. Complaint type will be monitored.